Manufacturer narrative:
Device manufacture date - lot 22b011 was manufactured february 9-14, 2022 the device was received for evaluation. A visual inspection was performed, and it was noted that there was a small trace of silicone oil located on the exterior wall of the housing. Silicone oil is a medical fluid that conforms for a non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from housing contact. Small trace of silicone oil from the bladder may have inadvertently come in contact with the exterior wall of the housing during manufacturing. A leak test was performed on the unit, but no evidence of leak was observed from the unit. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. The leak was further described as, ¿streaks could be felt and seen on the outside of the pump. The patient information label stuck to the pump became damp¿. This issue was discovered during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.